Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: narrative/corrected data. Results: the ruby coil was returned unraveled and protruding from the non-penumbra catheter. During functional testing, the ruby coil was able to be advanced through the lantern and out its distal tip without issue. Conclusions: evaluation of the returned lantern revealed a demonstration embolization coil was able to be advanced through its length and out its distal tip without issue. Further evaluation revealed a few minor bends along the lantern¿s length. These damages were likely due to being used through the damaged non-penumbra catheter. Some of these bends may have been incidental and occurred during packaging for return to penumbra. Evaluation of the returned ruby coil revealed an extensively unraveled coil. If the stretch resistant wire (sr wire) fractures the coil may become unraveled. The sr wire typically breaks as a result of retracting the embolization coil against resistance. If the ruby coil was forcefully retracted through the kink in the non-penumbra catheter, this type of damage may occur. The implanted coil was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01757. 3005168196-2017-01759.

Manufacturer narrative:
Results: the ruby coil was returned unraveled and protruding from the non-penumbra catheter. Conclusion: evaluation of the returned ruby coil revealed an extensively unraveled coil. If the stretch resistant wire (sr wire) fractures the coil may become unraveled. The sr wire typically breaks as a result of retracting the embolization coil against resistance. If the ruby coil was forcefully retracted through the kink in the non-penumbra catheter, this type of damage may occur. The implanted coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01757, 3005168196-2017-01759.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician advanced a non-penumbra sheath with a non-penumbra catheter into the left internal iliac artery. Next, the physician advanced the lantern through the catheter with a non-penumbra guidewire. The wire was then removed and the lantern was flushed. While attempting to advance a ruby coil through the lantern, the physician inadvertently bent the ruby coil pusher assembly and the ruby coil would not advance through the lantern. Subsequently, the ruby coil unintentionally detached. Therefore, the physician used the guidewire to push the detached coil into the aneurysm. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance during the latter part of the insertion. It was reported that the ruby coil was advanced about three centimeters out of the distal tip of the lantern at that point and the physician decided to retract the ruby coil. However, upon retraction, the ruby coil unintentionally detached within the lantern. Therefore, the physician used the guidewire to push the detached coil; however, the coil would not move within the lantern. The physician then decided to remove the lantern with the detached coil together; however, the coil would not exit with the lantern. Therefore, the physician removed the lantern, then removed the non-penumbra catheter with the coil together. The physician decided to end the procedure at that point. There was no report of an adverse effect to the patient.